Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q290v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing. There was a foreign residue coming from the distal end. Additionally, the angle wire had been elongated, the light guide lens was broken, and the adhesive was failing. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus evis lucera elite duodenovideoscope for routine maintenance. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the forceps channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.